Manufacturer narrative:
Samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that a pen needle 32g 4mm xtw 5b 14pack (B)(6) was unable to deliver medication during use. The following was reported by the initial reporter: "at 16:00 on (B)(6), the patient was injected with insulin, and the injection site was checked to be normal without induration. After successful puncture according to the required technical specifications, the patient was injected with insulin. During the process of injection, great resistance was felt, and after the injection, the needle was pulled out and found to be bent. The hospital reported adverse events above, and the equipment department required the manufacturer to give test feedback."